Manufacturer narrative:
An internal biomérieux investigation was performed for a customer report of the misidentification of a trichoderma longibrachiatum strain as candida krusei in association with the vitek® ms instrument. This investigation included data gathering from the customer, as well as historical trending. The customer confirmed that the wrong protocol was used for the preparation of the sample. The analyst preparing the sample used the yeast protocol instead of the mold protocol . Additionally, information obtained from the customer showed the customer's calibrator spot preparation quality was not optimal ("all peaks" values are heterogeneous). Because of this spot preparation heterogeneity, it was difficult to assess the fine tuning status for this system. However, review of the system indicated that it was near the limit which would require fine tuning maintenance. Fine tuning was then performed for the instrument on (B)(6) 2019. The customer also confirmed that the instrument had vitek ms knowledge base (kb) version 3.1 installed. The data was reprocessed using vitek ms kb version 3.2 with no misidentifications. Trichoderma longibrachiatum is not present in the vitek ms knowledge base (kb) v3.1. For information, the following system limitation is mentioned in the vitek ms v3.1 knowledge base user manual ref. 161150-564 a: "* testing of species not found in the database may result in an unidentified result or a misidentification." A query was ran for misidentification of trichoderma longibrachiatum on vitek ms since january 2016 and did not identify this issue as a trend. Conclusions: species not present in the vitek ms kb version 3.1. Non-optimal spot preparation. User error: "wrong protocol used for the sample."

Event description:
An industry customer from (B)(6) notified biomérieux of the misidentification of trichoderma longibrachiatum when testing with the vitek® ms instrument (ref (B)(4)). The vitek ms identified it as (B)(6). The customer sent the strain to a reference lab, and it was identified it as (B)(6), which is not the knowledge database for vitek ms. The testing method used by the reference lab is not known. The customer uses the vitek ms to test and control the samples sterilization of the pharmaceuticals they produce. The customer reported that there was no delayed result compared to their normal workflow. There was no consumer affected by the identification issue. The customer was confirmed to be on knowledge base version v3.1 industry. The vitek ms instrument is used in clinical settings as well as industry settings. Additionally, (B)(6) and (B)(6) are known to be found in clinical specimens. Therefore, this event is subject to assessment for vigilance reporting in accordance with 21 cfr 803. A biomérieux internal investigation will be initiated.